Event description:
Same case as MDR ID: 2134265-2012-02603. It was reported that during an aortic aneurysm treatment procedure, a balloon rupture occurred. The target lesion being treated was located in the iliac artery. A 33/7/2/65 equalizer balloon catheter was being unpacked for use when it was noted that the balloon had already burst. The equalizer balloon had not been inflated at all. A different 33/7/2/65 equalizer balloon catheter was then advanced to the iliac artery and inflated and burst on the first inflation. The device was removed without any further issues. The procedure was completed with another 33/7/2/65 equalizer balloon catheter. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: born in 1934. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).